Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. (B)(4).

Event description:
An unk surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The reporter did not provide any contact info; therefore, follow up was not able to be conducted.